Manufacturer narrative:
This product is not marketed in the us. (B)(4).

Event description:
The reporter indicated that a 12.6mm vticmo12.6, -11/1/72 (sphere/cylinder/axis) implantable collamer lens was implanted into the patients right eye (od) on (B)(6) 2018. On (B)(6) 2018 the lens was removed due to excessive vault. It was reported that an exchange for a shorter length lens was performed and the problem was resolved. Additional information has been requested but none has been forthcoming. If additional information is received, a supplemental medwatch will be submitted.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Additional information: device returned in a micro-centrifuge vial with moisture on lens. Returned product inspection found no visible damage to lens with foreign material (residue) on the lens surface. (B)(4).